Event description:
It was reorted that the insert snapped into well-fixed pca 61mm acetabular shell, but was grossly loose on rotary examination. The insert was removed quite easily and a 15 degree, 32mm "d" insert 2283-9-581 was implanted. The locking mechanism was questioned by surgeon and appeared unsatisfactory.